Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device was reportedly discarded by hospital staff after the procedure was completed. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that while using screwdriver to lock in a locking screw by the surgeon during an open reduction internal fixation of a fractured proximal tibia procedure, the surgeon heard a click and thought that it was just the torque limiter clicking. The surgeon then saw that the tip of the screwdriver had broken off. Screw tightening was completed with a second screwdriver in the set. There was minimal surgical delay (approximately one minute) and broken piece was easily retrieved. There was no adverse effect on patient outcome post surgically. This report is 1 of 1 for (B)(4).